Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pulse generator exhibited auto mode switch episodes due to far field r wave oversensing on the atrial channel. Programming changes were discussed to be performed when the patient presents for the next in-clinic follow-up. No patient symptoms were reported.